Event description:
Physicians were performing cardia cath using angiogrpahic balloon which is filled with co2. Md's notd that the balloon ruptured and the co2 was noted in the left ventricle. Mds aspirated the cos. Because it was noted immediately, there was no harm to the patient.